Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed due to communication error e21. In addition, the device evaluation found, cut in video cable, cracks on side of video connector, minor stains under light guide cover glass, cut in light guide cable, dents on distal edge, distal fiber breakage, and light transmission failure were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had no image and a miscommunication error message. The reported malfunctions occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had no image and a miscommunication error message. The reported malfunctions occurred during preparation for an unspecified procedure. There were no reports of patient harm.